Event description:
On [redacted date] 22g angio inserted with good blood return but when flushed with saline it is leaking where the extension tubing goes into the angio. Changed extension tubing and flushed with continued leaking. Attempt to flush the angio at the hub and it leaked so it seems to be an issue with the angio itself. This is the lot # for the bd 22g angio 4051140. The extension tubing lot# (10)ur24b22086. The IV was dcd and another IV was inserted using a 24g angio without issues. On [redacted date], IV fluid leaking at connection of extension tubing to 22g IV catheter. Extension tubing changed and it continued to leak. IV was dcd. I did try flushing just the IV catheter that was removed from the pt and it did not leak. A new IV was started with a 24g catheter and there was no issue. Lot number of the baxter extension set is (10)ur24c14024. The lot number of the catheter is either 4051810 or 4051140. Sorry I didn't think to save the packaging. I had to go by the drawer I took it from.